Manufacturer narrative:
The local sales representative was contacted in an attempt to retrieve information concerning this event. No intervention had been performed. The patient was referred to a different hospital, and no further information has been received. This event will be updated if additional information becomes available.

Event description:
Boston scientific received information through the latitude patient monitoring system that this lead had a low pacing impedance measurement and had detected noise, leading to oversensing. A red alert was later received stating the pacing impedance and shock impedance measurements were high and out of range. The patient requested the related device be turned off. No adverse patient effects were reported.